Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the pt's left eye. Lens did not lay right in the eye. Lens was removed. Further info has been requested but non has yet been forthcoming. Any additional info will be submitted by a supplemental.

Manufacturer narrative:
Patient and device code: (lens did not lay right in eye). Method (other) - lens work order search. Results (other) - visual inspection of the returned product found the lens in pieces, unable to evaluate. Lens was returned dry. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the condition of the returned product, a specific root cause of the event could not be determined. (B)(4).